Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. Magnified inspection revealed the entire length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous artery of the left forearm. The 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 14 atmospheres the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous artery of the left forearm. The 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 14 atmospheres the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.